Event description:
It was reported that the burr was fractured. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink plus was selected for use in rotational atherectomy (ra). During the procedure, it was noted that the burr was fractured. The device was completely and directly removed and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(4) hospital .

Event description:
It was reported that the burr was fractured. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink plus was selected for use in rotational atherectomy (ra). During the procedure, it was noted that the burr was fractured. The device was completely and directly removed and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
E1 (B)(6). Device evaluated by MFR: the device was returned for evaluation. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been kinked, stretched, and detached at the burr, and that the burr was received detached on the wire. No other issues were identified during the product analysis.